Manufacturer narrative:
The lay-user/patient contacted lifescan austria alleging that a one touch verio pro meter read inaccurately high compared to another meter.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "507 mg/dl" with a lifescan meter and "176 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement products. The patient did not have control solution for troubleshooting.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed control solution high. The meter has also been returned. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.